Manufacturer narrative:
There is no indication of any system or component failure, as evidenced by all components remaining implanted and in use. Migration is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. Patient initially reported receiving pain relief, however subsequently reported loss of relief. Field investigation determined that the implanted leads had migrated away from the intended target. On (B)(6) 2024 a surgical procedure was performed to move the leads back to the intended location. No components were replaced during the procedure and all original components remain implanted.